Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while testing the device on a staff member, a dull whirring/clicking noise was noted coming from the etco2 port. While the device was being tested on a staff member during the event, no health consequences or impact occurred.

Manufacturer narrative:
Updated reporting institution information, report source and catalog item identifier.